Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : (B)(4) : the actual device was not received for evaluation, however, performance data was collected from the device and analyzed. Analysis revealed high impedance of the superior vena cava (svc) defibrillation coil and a patient alert was triggered for impedance out of range. Non-physiologic oversensing was also noted. Concomitant products: d224vrc implantable defibrillator, (B)(6) 2010. (B)(4).

Event description:
It was reported that the sensing integrity counter of the defibrillator has been elevated. The patient has a bi-ventricular pacemaker implanted on the left side and a defibrillator implanted on the right side. Performance data from the device was analyzed and double-counting of premature ventricular contractions was discussed but not confirmed. A holter monitor will be used to determine the source of the oversensing and the device remains in use. It was also reported that the superior vena cava (svc) coil impedance was varying. The device was reprogrammed to remove the svc pathway from the shocking vector and the lead remains in use. No patient complications have been reported as a result of this event.